Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having heart shocked, afib.the patient can not sleep. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging heart shocked, afib and the patient can not sleep related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam degraded and caused afib, had heart shocked. Patient was not able to sleep and is miserable. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacturer observed air inlet missing, unknown dust like contamination at the air inlet, right panel assembly and the air outlet port, on ui knob area. Pca has dust like contamination on the top of it. Significant dust like contamination on the top of the blower box lid, under the blower box lid, on the top and the bottom of the blower motor and inside the blower motor. Blower motor also had black residue. Dust like contamination found end panel. Air inlet seal had yellowed and there was white dust like contamination on it. Air outlet port had dust like contamination on it. Water tank lid had a broken lid to the tank. Manufacturer found a potential bio contamination on flip lid seal, air inlet seal has dust like contamination, dry box seal had unknown white dust like contamination and tiny fibers on it. Bottom of the enclosure and under the heater plate has dust like contamination and potential tiny fibers. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found five error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of multiple contamination. Sections d8, d9, h2, h3, and h6 were updated.